Manufacturer narrative:
(B)(4): the testing and investigation results have been received and indicated the complaint for over-delivery was not confirmed. The pump delivered at - 1.7% accuracy, which is within specification. The complaint for broken lcd was confirmed. A probable cause was identified: dry solder joint at connector or damaged connector causing segments on lcd display to be blanked out. Inspection of the lcd connection found two solder joints had suffered damage and were loose. The charger rear case assembly has evidence in the bottom corner to indicate impact damage. The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Per the reporter, the pump lcd display was not working, the screen was blank, and staff were still using the pump. They suspect the pump was over delivering to the pt. The pump was supposed to be programmed with a set rate of 120 ml/hr to deliver 237 ml of nutritional feed that was hung. Pt was bolus fed on (B)(6), 2011 due to a fault in pump according to reporter. Pt went into hospital on (B)(6), 2011 with pains in the stomach. Pt was discharged the next morning 6:30 am. Reporter states that there was nothing else wrong with the pt, other that the event of having too much feed too quickly. Reporter thinks the cramps are from having the feed too quickly.